Event description:
New IV started right humerus. IV blew after about 40 cc of contrast infiltrated.the hospital's standard protocol always includes testing the line for patency using a saline filled syringe, prior to power injection.